Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd saf-t-intima¿ IV catheter safety system was found leaking as ¿after device placement, during the collection of blood (with vacutainer system) the operator saw the leakage of some drops of blood from the catheter (2 cm from the connection).¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: by the conditions as was received the sample, we could not observe damage visually. Sample was tested for leakage, and during the test we could detect a little leak in the pvc extension tubing near adapter; also the sample was inspected using magnified macro uv equipment; however, pvc tubing has excess of glue that made it difficult to observe the damage that caused the leak. The reported defect was confirmed in sample received. DHR for lot number 6277695 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383329 with lot number 6277695 was manufactured on october 25, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 745 samples were taken by qa tech, for performed leak test between connections the product in final assembly, no leaks were found. Additionally all functional test meets specification criteria requested during manufacturing. Based on sample evaluation and considering the conditions as was received for this sample, we cannot associate the defect to manufacturing process. Based on investigation results to date root cause cannot be determined. No corrective action required at this time since, we could not determine the root cause of the damage. No CAPA was opened since this issue could not be confirmed as manufacturing related.